Event description:
Boston scientific received information that this patient recently had a syncopal event. The patient with chronic atrial fibrillation was admitted and noted to have pacing inhibition for myopotential oversensing as well as increased thresholds. As a result the lead was surgically abandoned and successfully replaced and the device remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.